Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 4.0 cm the evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, capsular contracture and generalized illness. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6412389 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 12th,2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/4/2020, indicates that patient experienced bilateral issue with capsular contracture baker grade iii. As a result patient underwent bilateral removal and capsulectomies on (B)(6) 2020. This report is for the right side. Reason for device explant and/or reoperation: generalized illnesses, capsular contracture baker grade iii, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/8/2020, mentor became aware that on previous supplemental report mistakenly reported incorrect awareness date. The correct awareness date was on 5/29/2020, and report submission due date would be on 6/28/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel breast implant, 400cc cat/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) 4 female patient underwent a primary breast augmentation with mentor memorygel, 400cc silicone breast implants which the right side ruptured after implantation. Patient reported achy pain since 2018. The issue of intracap-rupture was confirmed by the physician via ultrasound and MRI examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.